Event description:
It was reported,, that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. The device was not evaluated, because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.